Event description:
The info provided to sjm indicated the pt presented with endocarditis and was admitted for re-do valve replacement surgery. Intraoperatively, the valve was seated normally within the annulus and has endothelialized. Vegetations on the leaflet were seen and an intra-annular abscess was found. A pericardial patch was used to close the hole and a smaller 23 mm sm trifecta valve was implanted. According to the physician, the event was not due to the device. The hospital's pathology results concluded membranous tissue with coccoid bacteria community and small focal granulocyte exudation indicative of endocarditis. The pt was reported to be in stable condition.